Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they received failed battery test and customer states they did not receive a low battery alert prior to the off no power alert. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.

Manufacturer narrative:
Pump passed the operating currents measurement, self test, unexpected restart error test and displacement test. No unexpected low battery alarm, off no power alarm or failed battery test alarm anomaly noted. Pump had cracked case at display window corner, reservoir tube lip, stained address/serial number label and minor scratched display window.